Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge pigtail was discolored. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to alternate insulin therapy for diabetes management.